Manufacturer narrative:
As of today, the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the compression is not holding during biopsy procedures. No injury reported. A field engineer was dispatched to the site.

Event description:
It was determined that the compression motor brake assembly needed to be replaced. Once this was completed the system was working as intended.